Event description:
It was reported that post a lung resection procedure, patient had a left apical pneumothorax. There was left basilar atelectasis, small left pleural effusion and air leak to 28f straight chest tube.

Manufacturer narrative:
(B)(4).batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be performed. Additional information was requested, and the following was obtained: any difficulty with device intraoperatively including staple formation concerns? Pi confirmed no issue with device. How long did the air leak last and when was the chest tube removed? , it was first documented on (B)(6) 2021, again on the morning of (B)(6) 2021 and the chest tube was removed this same day prior to the patient being discharged. Additional information received: adverse event term: pain to left thorax, observation: yes; adverse event term: air leak to 28f straight chest tube, diagnostic imaging: yes; adverse event term: left basilar atelectasis.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2022. Adverse event term: pain to left thorax outcome: value recovering/resolving has been changed to not recovered/not resolved relationship to study device: not related relationship to primary study procedure: causal relationship. Adverse event term: small left pleural effusion. Outcome: value recovering/resolving has been changed to not recovered/not resolved relationship to study device: not related. Relationship to primary study procedure: probable.